Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported condition of heat was confirmed. During service the device failed the temperature testing. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that service was required for the device. During service it was noted that the device was experiencing heat. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.